Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission in the hospital was 48 mg/dl. Customer cause of hospitalization was too much insulin. The customer insulin pump was taken off when he arrived at the hospital. The customer treated with food, orange and drink.